Event description:
Boston scientific received information that this patient's home monitoring equipment detected high out of range shocking impedances for this patient's right ventricular (rv) lead. According to the physician, this impedance has always been high. No intervention done or planned. To date, no adverse patient effects have been reported.

Manufacturer narrative:
At this time, no further information is available and records indicate the system remains in service. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead has had variable shock impedance measurements, with some additional high out of range measurements. An increase in pace impedance measurements was also observed. Boston scientific technical services (ts) discussed testing shock vectors and lead integrity versus continuing monitoring. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete.